Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had been implanted and had an incorrect manufacturing date and timestamp recorded within the devices software. As a result, the battery percent remaining value will be inaccurate over the life of the device. Boston scientific technical services will proactively be obtaining data from latitude and provide accurate battery data to the physicians. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
Although this device has not been returned for laboratory analysis, boston scientific concluded that a known issue likely contributed to the event; that is, this s-ICD was manufactured with an incorrect date/timestamp within the software, which caused an inaccurate display of battery capacity.